Event description:
It was reported to vyaire medical that the vela ventilator delivers 50-100ml over what is set on the vent. At this time there was no information of patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service representative was on site and performed initial check of unit. Volume calibration needed to be performed. Performed calibrations and started verification test. Units value are now with in specs and unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.